Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was received for analysis. Returned product consisted of a nc quantum apex balloon catheter with the original shelf box and pouch. The batch number on the returned device and packaging matched the reported batch number. There was blood in the hub, inflation lumen and balloon. The balloon was loosely folded. There were multiple kinks in the shaft. The distal tip was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp); however, the device would not hold pressure and water leaked from the outer shaft wall. Microscopic examination of the shaft revealed a hole in the outer shaft 5cm from the guidewire exit notch. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported during a percutaneous coronary intervention, catheter crossing difficulties were encountered. The target lesion was located in the unspecified coronary vessel. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced however, unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed an outer shaft hole.